Event description:
In this case the customer reported that while performing a patient procedure halted and an error message was displayed, "a problem has occurred please retry". The philips field service engineer (fse) confirmed there was no rescan and no harm to a patient or operator. The fse reported the error occurred at the end of the surview, and the surview was not repeated. The fse reported that this problem is related to the surview distance being shorter than 210mm.

Manufacturer narrative:
(B)(4) initial MDR mailed on february 27, 2015. This was not a reportable complaint; however, an MDR was sent in error. There was not any reportable issue or event associated with this complaint. The customer reported that while performing a patient procedure, the procedure halted and an error message was displayed, ¿a problem has occurred please retry¿. The philips field service engineer (fse) confirmed there was no rescan and no harm to a patient or operator. The fse reported the error occurred at the end of the surview, and the surview was not repeated. The fse reviewed the error logs which displayed: ¿s_master_sequencer_xray_on_exceeded_max ¿. The fse reported that this problem is related to the surview distance being shorter than 210mm. The fse has inspected the system and downloaded the firmware and checked all cable connections and checked the system brush blocks. CT engineering was able to duplicate this event 100% of the time. Using the same surview length of 184.4 mm as was found in the logs he was able to reproduce the s_master_sequencer_xray_on_exceeded_max error. In this case the customer reported that while performing a patient procedure the procedure halted and an error message was displayed, ¿a problem has occurred please retry¿. The fse reported the error occurred at the end of the surview, and the surview was not repeated. The fse reviewed the error logs which displayed: ¿s_master_sequencer_xray_on_exceeded_max ¿. The fse reported that this problem is related to the surview distance being shorter than 210mm.

Event description:
In this case the customer reported that while performing a patient procedure the procedure halted and an error message was displayed, "a problem has occurred please retry." The philips field service engineer (fse) confirmed there was no rescan and no harm to a patient or operator. The fse reported the error occurred at the end of the surview, and the surview was not repeated. The fse reviewed the error logs which displayed: "s master_sequencer_xray_on_exceeded_max ." The fse reported that this problem is related to the surview distance being shorter than 210mm.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).